Manufacturer narrative:
.

Manufacturer narrative:
Follow up #2 10/07/2016 device evaluation: the pump has been returned to animas and evaluated on 09/14/2016 with the following findings: pump reboot events were observed in the pump history. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. The reporter claimed that the subject pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.